Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) and reported that the patient's was hospitalized around (B)(6) 2011, for dka. She also mentioned that the patient's blood glucose (bg) levels had been out of control due to growth spurts. The reporter also mentioned that the patient has been stressed due to a divorce and bankruptcy. Prior to being transported to the hospital, the reporter claimed that the patient's bg level was ''698 mg/dl'' and he had symptoms of abdominal pain and moderate ketones. The patient was placed on IV insulin. The reporter also indicated that a doctor changed all of the pump's setting prior to his discharge from the hospital on (B)(6) 2011. Troubleshooting was not completed during the contact between the reporter and the animas representative involved in this contact. Attempts to contact the reporter for follow-up information and to finish troubleshooting have been unsuccessful at this point. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka and was treated with IV insulin. However, at this time it is unknown if the pump contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside of normal use observed in pump's history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.